Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer stated that her insulin ran out and she was sitting in her dining room table reading her newspaper. Customer's blood glucose was 454 mg/dl. Customer stated that the pump alarmed during normal use. Customer was assisted with reprogramming the time and date. Customer declined the replacement battery cap and stated that she has already tried it. Customer agreed to return her pump. Customer treated by giving herself insulin. Customer declined troubleshooting for her high blood glucose.